Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator may have caused a patient to be unable to breath and contributed to the plugging of his lungs. The manufacturer received information alleging that the patient required multiple breathing nebulizers. The manufacturer's investigation is ongoing. At this time, the device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator may have caused a patient to be unable to breath and contributed to the plugging of his lungs. The manufacturer received information alleging that the patient required multiple breathing nebulizers. A corrected report is being filed to make this report not reportable. After further investigation it has been noted that no serious injury was reported.